Event description:
Uneventful device deployment. One hour post duett deployment, the pt developed pain in left foot with absence of pulses. Angiogram of the leg was performed and occlusion was noted at the level of mid-sfa. A fogarty balloon was passed only a small amount of thrombus was removed. Upon cut-down over the lt femoral artery an additional small amount of thrombus was removed however, there still was no pulse in the foot. The physician then performed a femoral to distal anterior tibial artery bypass graft. It was successful. It was previously been noted that the pt had severe plaque in the area of the femoral puncture.